Event description:
During the pump refill, the healthcare professional was able to aspirate the reservoir, but unable to fill it. A volume discrepancy was also noted: the actual residual volume was less than the expected residual volume. (6mls ml (erv) - 3 mls ml (arv) - within normal limits (25% discrepancy)). The pt had fallen onto her bed and had hit the pump on her foot rest. It was recommended that the pump be accessed. Additional info hs been requested.

Manufacturer narrative:
(B) (4).